Event description:
It was reported that a patient underwent a gynecological procedure in 2009. During set up for the procedure, it was difficult to plug the handpiece into the motor drive unit. After two attempts, a different motor drive unit was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 04/30/2009. Damage to drive connector or coupling. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.